Manufacturer narrative:
The device was returned for evaluation and the customers allegation was not confirmed. It was noted that the light cover glass and optical cover glass adhesives were worn. The distal end and bending section rubber adhesives were lifting. It was also noted that there was interference in the image condition and the aspiration channel was leaking. The angle in the down direction was not to specification. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the evis lucera elite colonovideoscope had an e315 scope communication error. The issue was found during inspection for use for a procedure and it was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely the suction channel had leakage during user handling and water invaded scope connector. It caused an abnormality in electronic components and error message e315 temporarily occurred. However, a definitive root cause could not be determined. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was in the nozzle, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. It is possible the user could not conduct reprocessing properly and remove the foreign material due to leakage from the suction channel since the suction channel had leakage. The air water nozzle was not deformed, and it is unknown if reprocessing was fully performed according to the instructions for use (IFU). The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning ¿ using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning ¿ never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.